Event description:
A physician reported to the FDA that a female pt was being treated for fusarium keratitis. Although she had not slept in her soft contact lenses, the pt awoke with severe pain in her right eye. Initially, she was prescribed antibiotics, at a dosage of four times per day, for a corneal ulcer. The next day, the infection was worse and the pt was referred to the reporter. He noted a very unusual non-bacterial ocular lesion. The pt was prescribed zymar (hourly) and baquacil (hourly) for a possible acanthamoeba infection. During the following weeks, the infection cleared; however, the pt had a dense paracentral corneal scar. Her vision was severely impaired. Later, he reported that the condition was not due to a bacterial infection, and it did not look like an acanthamoeba infection. Although no cultures were taken, the dr stated that based on empirical evidence, the pt's condition was fusarium keratitis. The corneal scar persists; it may require a penetrating keratoplasty (pk). The physician said that the pt had a fifty-fifty chance for a full recovery.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.